Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The device has been returned for evaluation. The root cause of the controller failure was due to a defective purge assembly. The exact subcomponent of the purge assembly was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. While on support, the automatic impella controller (aic) experienced a controller failure red alarm with no resolution specified. No report of patient harm or injury.